Event description:
It was reported that the event involved a pt while in the intensive care unit (ICU). Approx sixteen hours earlier the intra-aortic balloon (iab) was inserted into the sheath via right femoral with no issues. The ICU nurse observed blood in the driveline tubing of the iab and the md was called for removal. As a result, the md arrived within a few minutes at the bedside and attempted to remove the iab when difficulty was encountered. At the tip of the iab, approx one inch from being removed, the iab got stuck; there was no bleeding at the site, pulses were present, heart rate 58, blood pressure 110/79. The md under sterile conditions, inserted a spring wire guide (swg) and after significant resistance was able to pull the iab and sheath out completely together as one unit. Again, there was no bleeding at the site, the pt tolerated the removal well (slept through the procedure). Since the pt was soon to have the intra-aortic balloon pump (iabp) therapy discontinued it was not replaced. The pt had complained of extreme abdominal pain prior to the event, however the pain stopped after the removal of the iab. Upon inspection of the iab afterwards it was observed to have grainy rust colored flakes inside the iab (abrasion). There was no report of pt death, complications or injury. No medical/surgical intervention was required. No delay or interruption in therapy was noted. The pt outcome is the pt still admitted in the hosp and off of the iabp therapy.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.